Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Several treatments were performed on low speed in the distal left main artery (lm) and ostial/proximal left anterior descending artery (lad). The viperwire coronary advance guide wire was removed from the lad and advanced down the left circumflex artery (lcx). Treatment was successful and no vessel damage was observed. Following stent placement, a perforation was observed in the proximal lad. Balloon tamponade was performed using the stent balloon. Following two inflations, the perforation appeared to be contained. After a third inflation the perforation was not contained. The patient was intubated and pericardiocentesis was performed. The patient was sent for additional surgery. Upon arrive to the operating room, the patient expired. According to the physician, atherectomy contributed to the perforation.